Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay on a cobas 8000 c702 module. Initial result: 2.13 mmol/l. Repeat result: 1.66 mmol/l.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The field service engineer found a fluidic leak caused by a split tube on the rinse line. He replaced the faulty tube and performed maintenance actions, including replacing the wear parts, lubricating the moving assemblies, inspecting the photometric system, and purging the rinse lines. He then performed checks, and the instrument was performing within specification. The investigation is ongoing.

Manufacturer narrative:
The service actions performed by the field service engineer resolved the issue. The cause of the event was due to a defective tube on the rinse line.